Event description:
Reporter alleged obtained a result of 113 mg/dl on the advantage system while feeling sweaty, clammy, hypoglycemic and almost going into a coma. Reporter stated that her daughter had to treat her with orange juice. The customer's daughter stated that the customer took the wrong dose of an unknown medication which caused her blood glucose levels to drop. The daughter also believes the customer would have been able to self- treat. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.